Event description:
It was reported that during a pta treatment procedure, the balloon dislodged from the ultra-thin sds balloon dilatation catheter . The device was advanced via contralateral approaqch to the lesion in the external lliac. The balloon was inflated manually with a syringe. During deflation the distal end of the balloon dislodged from the catheter shaft and remained lodged in the vessel. The dislodged material was successfully removed from the patient using a snare. No patient injuries or complications were reported. The patient's status was reported as "fine".